Event description:
A PICC line was inserted via the basilica vein. On insertion of the micropuncture peel-away, the end of the wire tied in a knot and would not pull back through the sheath. The platinum tip then fell off. Info was provided that the tip was left in the pt, although there is no injury to the pt. The micropuncture was withdrawn along with the wire, leaving the tip.

Manufacturer narrative:
(B)(4). Eval: a visual examination of the returned used and damaged device revealed the weld connection at the distal end has separated from the mandril wire, thus allowing the coil to become elongated. In addition, the distal weld ball was found to be missing. As this device is inspected 100% for bends, kinks, adequate joint strength and other surface imperfections, prior to transport, it is feasible say the characteristics displayed suggest this incident was technique related rather than a faulty device.